Event description:
A malfunction alarm occurred, identified by a specific code, but prior notable events were not reported. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and advised the customer to contact them again if the malfunction reoccurs.